Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill one. The home patient (hp) was connected to the homechoice at the time of the alarm. The hp stated there were air bubbles in the empty heater bag line and that the bag was leaking. The hp also stated that the connection was not tightly connected. The technical service representative assisted the home patient to end therapy and to remove the cassette. The home patient was to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report involved a loose connection due to a use error of the patient not completely connecting the bag to the line, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.